Event description:
Based upon additional information received on 11-may- 2017 from a physician, the case became medically confirmed. Also, the case initially assessed as nonserious was upgraded to serious as the seriousness criterion of required intervention was added for the events of inflamed left knee and stiff left knee. This unsolicited case from (B)(6) was received on (B)(6) 2017 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and after few days experienced inflamed and stiff left knee, chills, fever, difficulty walking up and downstairs. The patient had 2 other synvisc one injections in the left knee in the past with no problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/ lot number and expiration date: not provided) into left knee. On an unknown date in apr-2017, few days after the injection, the patient experienced a moderate hot, really inflamed, stiff left knee, chills and fever and had moderate difficulty walking up and down stairs. On an unknown date in 2017, one week later, the patient required cortisone injection for inflamed and stiff left knee. On an unknown date in (B)(6) 2017, the fever and chills were gone. It was reported that the heat, swelling and stiffness of the left knee was less since using anti-inflammatories (nos). According to the physician, synvisc one contributed to the adverse events and the adverse events were not related to pre-existing patient's condition. On unknown dates, the patient recovered from the events of inflamed left knee, stiff left knee and difficulty walking up and downstairs. Corrective treatment: anti-inflammatories (nos) and cortisone for inflamed left knee and stiff left knee; not reported for rest of the events outcome: recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 47720. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: synvisc one contributed to the adverse events seriousness criterion: required intervention for inflamed left knee and stiff left knee follow up was received on 01-may-2017. No new information was received. Additional information was received on 11-may-2017 from a physician and the case became medically confirmed. The severity of all the events was added. A corrective treatment for the events of inflamed left knee and stiff left knee was added. The outcome for the events of inflamed left knee, stiff left knee and difficulty walking up and downstairs was updated from recovering to recovered. The reporter causality was added. The seriousness criterion of required intervention was added for the events of inflamed left knee and stiff left knee and the case was upgraded to serious. Clinical course updated and text amended accordingly. Additional information was received on 11-may-2017. Global ptc number with results was added and the text was amended accordingly.

Event description:
Based upon additional information received on 11-may- 2017 from a physician, the case became medically confirmed. Also, the case initially assessed as nonserious was upgraded to serious as the seriousness criterion of required intervention was added for the events of inflamed left knee and stiff left knee. This unsolicited case from (B)(6) was received on 01- may-2017 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and after few days experienced inflamed and stiff left knee, chills, fever, difficulty walking up and downstairs. The patient had 2 other synvisc one injections in the left knee in the past with no problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/ lot number and expiration date: not provided) into left knee. On an unknown date in (B)(6) 2017, few days after the injection, the patient experienced a moderate hot, really inflamed, stiff left knee, chills and fever and had moderate difficulty walking up and down stairs. On an unknown date in 2017, one week later, the patient required cortisone injection for inflamed and stiff left knee. On an unknown date in (B)(6) 2017, the fever and chills were gone. It was reported that the heat, swelling and stiffness of the left knee was less since using anti-inflammatories (nos). According to the physician, synvisc one contributed to the adverse events and the adverse events were not related to pre-existing patient's condition. On unknown dates, the patient recovered from the events of inflamed left knee, stiff left knee and difficulty walking up and downstairs. Corrective treatment: anti-inflammatories (nos) and cortisone for inflamed left knee and stiff left knee; not reported for rest of the events. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: synvisc one contributed to the adverse events. Seriousness criterion: required intervention for inflamed left knee and stiff left knee. Follow up was received on 01-may-2017. No new information was received. Additional information was received on 11-may-2017 from a physician and the case became medically confirmed. The severity of all the events was added. A corrective treatment for the events of inflamed left knee and stiff left knee was added. The outcome for the events of inflamed left knee, stiff left knee and difficulty walking up and downstairs was updated from recovering to recovered. The reporter causality was added. The seriousness criterion of required intervention was added for the events of inflamed left knee and stiff left knee and the case was upgraded to serious. Clinical course updated and text amended accordingly.

Event description:
Based upon additional information received on 11-may- 2017 from a physician, the case became medically confirmed. Also, the case initially assessed as nonserious was upgraded to serious as the seriousness criterion of required intervention was added for the events of inflamed left knee and stiff left knee. This unsolicited case from (B)(6) was received on 01- may-2017 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and after few days experienced inflamed and stiff left knee, chills, fever, difficulty walking up and downstairs. The patient had 2 other synvisc one injections in the left knee in the past with no problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/ lot number and expiration date: not provided) into left knee. On an unknown date in (B)(6) 2017, few days after the injection, the patient experienced a moderate hot, really inflamed, stiff left knee, chills and fever and had moderate difficulty walking up and down stairs. On an unknown date in 2017, one week later, the patient required cortisone injection for inflamed and stiff left knee. On an unknown date in (B)(6) 2017, the fever and chills were gone. It was reported that the heat, swelling and stiffness of the left knee was less since using anti-inflammatories (nos). According to the physician, synvisc one contributed to the adverse events and the adverse events were not related to pre-existing patient's condition. On unknown dates, the patient recovered from the events of inflamed left knee, stiff left knee and difficulty walking up and downstairs. Corrective treatment: anti-inflammatories (nos) and cortisone for inflamed left knee and stiff left knee; not reported for rest of the events outcome: recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: synvisc one contributed to the adverse events seriousness criterion: required intervention for inflamed left knee and stiff left knee follow up was received on 01-may-2017. No new information was received. Additional information was received on 11-may-2017 from a physician and the case became medically confirmed. The severity of all the events was added. A corrective treatment for the events of inflamed left knee and stiff left knee was added. The outcome for the events of inflamed left knee, stiff left knee and difficulty walking up and downstairs was updated from recovering to recovered. The reporter causality was added. The seriousness criterion of required intervention was added for the events of inflamed left knee and stiff left knee and the case was upgraded to serious. Clinical course updated and text amended accordingly. Additional information was received on 11-may-2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 17-may-2017. Global ptc number with results was added (with seriousness) and the text was amended accordingly.